Event description:
The pt experienced a lack of therapeutic effect following either a chiropractic adjustment or a deep tissue massage. The physician confirmed pt symptoms of pain, sensory changes, and urinary issues and attributed the event to the device. A revision of the lead/extension was performed and the device was explanted and replaced. It was reported that the pt had excellent results after the procedure. No pt injuries were reported.